Event description:
Tampon was stuck... The shell was stuck after it was inserted- vagina [foreign body in reproductive tract]. Malfunction hazard/cord; detached, unraveled, coming apart [device breakage]. Case narrative: consumer reported that the tampon became stuck. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.